Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch to unipolar configuration. It was further reported that the rv lead exhibited low and unstable impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.